Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 380cc saline prostheses, catalog #3503380, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation revision with mentor smooth round high profile 380cc saline prostheses. On (B)(6) 2018 bilateral deflation was observed. As a result, the devices were explanted on (B)(6) 2018. (See 1645337-2018-04049 for contralateral prosthesis report)

Manufacturer narrative:
The device history record (DHR) for the lot number 7335822 was reviewed on 7/6/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).